Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on. No patient involved.

Event description:
Device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. On receipt the device could not be powered on, as per the reported fault. This was attributed to moisture within the device, which had resulted in corrosion across the pcba. Corrosion was observed on many critical circuits and components, including the on/off circuitry. Furthermore, corrosion on the rtc circuitry had resulted in the pad clock failing to increment while displaying a nonsensical date and time. Due to the extent of the corrosion and the damage this had caused to critical circuits, no further investigation will be carried out. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.